Event description:
Related manufacturer reference: 3005188751-2013-00115. During an atrial fibrillation ablation procedure using a contact therapy cool path duo ablation catheter and brk transseptal needle, a cardiac tamponade occurred. After several minutes of delivering ablation, the patient became hypotensive. A cardiac tamponade was confirmed via ultrasound. A pericardiocentesis was performed, which stabilized the patient. No further intervention was required. There were no performances issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.